Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture (loc) due to dislodgement. Surgical intervention was performed and the lead was replaced. It is unknown if the lead was explanted or surgically abandoned. No adverse patient effects were reported.